Event description:
The customer reported that the pump battery was rapidly depleting. There was no reported impact to the customer¿s blood glucose level. The customer declined to provide further information. The reported issue could not be confirmed.